Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right knee was revised after patient complaint of discomfort. Intra-operatively, surgeon reported the post on the ps insert was worn. The insert was revised. Rep reported that no further information will be available.